Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead (B)(4).

Event description:
It was reported that there was noted that there was a malfunctioning gastric stimulator. It was noted that the power on the patient¿s gastric stimulator had run out. It was noted that the patient underwent surgical replacement of the device. It was noted that the device was removed, leads were unscrewed, and a new gastric stimulator was placed. It was noted that the previous device settings were established and the incision was closed. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient saw the healthcare professional (hcp) on 2013-(B)(6). It was noted that the patient had been vomiting up to 7 times a day with a baseline of 3 times a day for 3 weeks prior to report. It was noted that the patient experienced lower left quadrant pain, bloating, and weight loss of 5 points. It was noted that there was a nonfunctioning gastric stimulator with a dead battery. It was noted that a replacement was done on 2013-jun-03 with settings reset to baseline. It was noted that symptoms improved post replacement. Additional information received reported that the battery depletion was expected dueto high settings placed by the physician. It was noted that no abnormal battery depletions were observed.